Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. The pump was tested and was found to be functioning properly and delivering within specification. Review of the event history log showed multiple "high pressure" alarm messages. The downstream occlusion sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have over-delivered medication. It was reported that "at the end of the day, the cassettes have less quantity of product than usual. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information was received indicating the event date ranged from (B)(6) 2020. It was also reported that the patient has no allergies, is a non-smoker and does not drink alcoholic drinks. Patient information was provided, updated a2, a3, a4.